Manufacturer narrative:
Should the lead be returned analysis will be performed and this investigation will be updated.

Event description:
It was reported that during the implant of this right ventricular (rv) lead there was difference in the pacing thresholds before and after securing the lead into the apex of the heart. The pacing thresholds were high and unstable. The lead was repositioned multiple times and it was noted that the helix become retracted during the procedure. A new lead was thus used with no issue. This lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
The complete lead was returned intact. Visual inspection noted that the lead was twisted and with the release of the fixation knob the lead jumped from the release of the torque. The helix was extended and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The helix mechanism did not pass testing due to the helix housing being clogged with dried blood/body fluid. When the dried blood/body fluid was loosened the helix was functional but sticky. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this right ventricular (rv) lead there was difference in the pacing thresholds before and after securing the lead into the apex of the heart. The pacing thresholds were high and unstable. The lead was repositioned multiple times and it was noted that the helix become retracted during the procedure. A new lead was thus used with no issue. This lead was expected to be returned. No adverse patient effects were reported.